Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor paired only to the ilet experienced intermittent communication with the pump, resulting in repeated sensor reconnecting alerts; troubleshooting and education were completed, including toggling the settings and re-entering the sensor pairing code, after which the pump re-entered pairing mode. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of user-provided information. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure, with device components relevant to electrical and magnetic functionality and the antenna implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.